Event description:
It was reported that during a percutaneous transluminal coronary angioplasty /stent procedure after failure to cross with a balloon catheter resulted in loss of vessel access, the balance middleweight guide wire was repositioned and became caught on the stent. The guide wire was intentionally separated at the tip and the guide wire was stented to the vessel wall. Reportedly no pt injury was associated with this event.